Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory with dade innovin reagent. The result from the meter was 6.3 inr. The customer went to a clinic to confirm the result. Within 2 hours the laboratory result at the clinic was 4.6 inr. There was no allegation of an adverse event. The customer did not have symptoms of high inr results. The customer stated that there were no treatments or delay in treatments based on the meter results. The customer was "fine". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, no bruising, no bleeding, and no changes in coumadin dose. The customer started taking digoxin. The customer's therapeutic range was 2.5 - 3.5 inr. The meter has not been cleaned. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr. Donor 2 inr: 2.0 inr. Donor 1 hct: 45%. Donor 2 hct: 50%. Results: donor 1: retention meter with masterlot strips: 2.3 inr; customer meter with customer strips: 2.4 inr. Donor 2: retention meter with masterlot strips: 2.0 inr; customer meter with customer strips: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.